Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the ventilator and the unit failed transducer tests and transducer calibration. The customer identified that the main printed circuit board is faulty and needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator alarmed low ve (minute ventilation), high rate, high pip (peak inspiratory pressure) and xdcr (transducer) fault. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.